Event description:
Additional information was previously reported in regulatory report #3004209178-2013-21337 and was later found to be related to this event. If any additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0a16h, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient¿s therapy had been ¿working fine until yesterday¿ and the patient was no longer feeling stimulation sensation. Reportedly, the patient was able to increase their stimulation from 0.5 volts to 0.7 volts and could feel stimulation comfortably.